Event description:
Information received from the field notes that the patient presented for a routine follow-up with an intrinsic sinus rate of 47 bpm and occassional pacing at 30 ppm. The base rate was programmed to 60 ppm. The patient reportedly was not feeling well and fell on her left side eleven days prior to the clinical visit. The device could not be inter- rogated and there was no response to magnet application.